Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator displayed a red x (not ready for use) with a blank screen. There was no reported patient involvement.